Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a bleeding skin irritation under the patch. Patient reports having surgery and the nurse ripping off the patch from the skin. Patient described the area as bleeding. There was no alleged device malfunction contributing to the irritation. The patient reported having surgery, but there is no indication of medical intervention. Reporting out of the abundance of caution. Outcome of the irritation is unknown.